Manufacturer narrative:
(B)(4).

Event description:
Medical doctor was performing the procedure according to IFU. The guidewire was bent and couldn't get in. So md took out another new product and finished the procedure.

Manufacturer narrative:
(B)(4). The customer returned an opened cv-17702-e set containing various components including a guide wire assembly, an arrow raulerson syringe (ars), an introducer needle, a dilator and a catheter for evaluation. The guide wire was returned fully retracted within the advancer tube with the cap secure. None of the components showed any evidence of use. Visual examination of the guide wire assembly did not reveal any defects, anomalies or evidence of use. The distal j-bend was intact. Microscopic examination did not reveal any defects or anomalies with the guide wire. Both welds were present and were observed to be full and spherical. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned ars, dilator, introducer needle and catheter to functionally test the guide wire. The guide wire passed through each of the components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a kinked guide wire could not be confirmed through evaluation of the returned sample. The returned guide wire was undamaged, met all relevant functional/dimensional requirements and did not show any evidence of use. A device history record was performed on the guide wire and insertion components and no manufacturing issues were identified. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: md was performing the procedure according to IFU. The guidewire was bent and couldn't get in. So md took out another new product and finished the procedure.